Event description:
The patient referenced in this event file is enrolled in the AAA 24-01 TAMBE Post Approval Study. The following information was reported from the iMedidata Clinical Database: On (b)(6) 2026, a patient underwent treatment for a thoracoabominal aortic aneurysm utilizing a GORE® EXCLUDER® Thoracoabdominal Branch Endoprosthesis (TAMBE) system of components. On (b)(6) 2026, the patient was suffering for lower extremity weakness. MRI showed no evidence of spinal cord ischemia. Treatment was a spinal drain, and vasopressor support. The weakness was improving upon discharge on (b)(6) 2026 to inpatient rehab.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. H.6. Investigation Findings Code C21: Conclusions Pending Results of Product History Review. W. L. Gore & Associates, Inc. (Gore) is submitting this report to comply with 21 C.F.R. part 803, the Medical Device Reporting regulation. This report is based upon information obtained by Gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, Gore, or its associates that the device, Gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to Part 803. This statement should be included with any information or report disclosed to the Public under the Freedom of Information Act.